Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy, the endowrist stapler 30 curved-tip instrument "cut but never stapled." The procedure was continued as planned. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The endowrist stapler 30 curved-tip instrument was returned to intuitive surgical, inc. (Isi) for evaluation but analysis has not yet been completed. The associated reload was not returned. An advanced stapler log review shows the instrument 7 times and fired 6 reloads (2 white, 1 green, 3 blue, in that order). On installs 1, 2, and 5-7, the first clamp was successful, and the firings were completed without error. On install 3, no clamping or firing was attempted. On install 4, the first 3 clamp attempts were incomplete, stopping shortly before completion. The 4th clamp was successful, and the firing was completed without error. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the system logs.

Manufacturer narrative:
Correction to b3: though 06-may-2024 was initially reported as the event date by the customer, system logs show the returned instrument was used on (B)(6) 2024.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The endowrist 30 curved-tip stapler instrument was returned to intuitive surgical, inc. (Isi) for failure analysis (fa). Fa replicated and confirmed the customer reported complaint. The instrument was found to have a fully broken grip cable at the grip housing. As a result of the broken cable, the instrument could not operate properly. The segment of the cable that contains the crimp is still intact. The grip cable was tugged on with tweezers and confirmed to be completely severed when the cable separated. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.